Event description:
It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2009. The pt is being monitored due to pain, vertigo, neurological problems and elevated cobalt levels.

Manufacturer narrative:
The MFR did not rec'd devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info becomes available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).